Manufacturer narrative:
Device evaluation: during evaluation of the device a tear was observed on the posterior view within a crease on the posterior, measuring approximately 0.4 cm. No other anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 300cc on the left side, and unknown saline breast implant on the right side, which the left side deflated, and bilateral issue with ptosis after implantation. As a result patient underwent bilateral mastopexies and implant replacements as follow; left replaced with serial number (B)(4), catalog number 3501630, and right replaced with serial number (B)(4), catalog number 3501630 on (B)(6) 2019. This report is for the left side.